Manufacturer narrative:
The reported event of activation, positioning or separation problem could not be confirmed. As received, a complete catheter was returned with a device attached, deflected and the protective sleeve covering the distal end. Visual and x-ray examination did not find any anomalies with the exception of procedural damaged. The device was removed from the catheter without difficulty. Dimensional analysis of the tether bullets, distal wires, protrusion length and bullet offsets were measured within the product specification. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the patient had difficult anatomy. When fixating, the lp jumped forward twice. It was then noted the helix had stretched. Retrieving the lp back into the protective sleeve was difficult but was eventually successful. It was then noted a pericardial effusion occurred and the patient experienced back pain. An echocardiogram was performed and confirmed a perforation in the right ventricular apex. A pericardiocentesis was performed then the patient coded. Cardiopulmonary resuscitation (CPR) was performed and the patient was stabilized. The perforation was addressed with manual suturing. The lp and catheter were removed. The patient was stable post procedure.